Event description:
It was reported that the patient presented to the emergency room after receiving 12 inappropriate shocks due to noise on the right ventricular (rv) lead. The rv lead had triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and high rate non-sustained episodes. An alert was also triggered for the rv lead noise. In addition, the rv lead exhibited oversensing. A fracture of the low voltage portion of the lead was suspected. As a result, the implantable cardioverter defibrillator (ICD) therapies were programmed off. The rv lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtba1d1 crt-d implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the pace/sense portion of the rv lead was capped and replaced, and the defibrillation portion remains in use.